Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal part of the esophagus during an esophagogastroscopy performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that only the ligator head was returned and the handle was not returned for analysis. It was also observed that the ligator head was returned with five bands attached which were moved out from their original positions, overlapped, and two of the bands were broken. The suture hole was in good a condition and no damages were observed. Further examination was performed, and it was noted that the ligator head teeth were damaged (bent). No other problems with the device were noted. The reported event was confirmed. The overlapped bands, moved from their position and broken indicates a deployment problem and could be related to the ligator head teeth being damaged/bent. This could have been caused by user manipulation and/or some extra tension applied to the whole device. Once the teeth were damaged /bent the suture thread could have difficulties releasing the bands and continued attempts to deploy the bands under tension can break them. Based on the available information and the analysis of the returned ligator head, the most probable root cause of this event is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal part of the esophagus during an esophagogastroscopy performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.